Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from (B)(4)). This reply was received today from the manufacturing site for this product. "Unfortunately the customer is not replying to our questions and therefore we are unable to get further information." Without sufficient information to make a more informed determination, the event is deemed serious as it is not clear if required medical intervention a more serious threat to the patient's health and well-being. From a preliminary clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, although the customer has evaded our attempts to discover how the catheter was able be removed. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from (B)(4)). It was impossible to deflate balloon. By cutting the catheter, the balloon does not deflate. The catheters have been tested before insertion, there was no problem. And when during the removal, the balloon can not deflate. The balloon was inflated with sterile water.